Manufacturer narrative:
Additional information: lot details provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a previous medical history of heart failure (lvef - 29%). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were used to treat the lad. Approximately 11 months post procedure the patient suffered cardiac arrest and died. The investigator assessed the event as possibly related to the index device and the anti-platelet medication. The sponsor assessed the event as possibly related to the index device and not related to the anti-platelet medication.

Manufacturer narrative:
Cec adjudicated the event as cardiac death. If information is provided in the future, a supplemental report will be issued.